Event description:
It was reported that the device check was completed, and the device fell to the ground. The customer returned the product for the visual inspection, and during physical inspection it was found that the downstream occlusion (dso) seal started to peel off. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the downstream occlusion (dso) seal was starting to peel off. After investigation the results indicated a reportable malfunction due to the peeled dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal.